Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products: persona tm modular tibia catalog # 42530007901 lot # 62444653, persona all poly patella catalog # 42540000035 lot # 62445353, articular surface fixed bearing ultracongruent catalog # 42511200614 lot # 62456450, palacos r 1x40 single catalog # 00111214001 lot # 76174337, femur trabecular metal cruciate retaining (cr) catalog # 42502806601 lot # 62354140. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2016-01379 and 0001822565-2018-00756. The information provided on this form was previously submitted under manufacturing report number 0001822565 - 2018 - 03843.

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral, articular surface, and tibial component were removed and replaced with competitor product.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed via operative notes received. DHR was reviewed and no discrepancies were found. The medical records do not change the previous investigation conclusions. The cause of the tibial loosening is a design issue. The instability may have been secondary to the tibial loosening but this could not be confirmed; therefore, the cause of the instability is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.